Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a broken plunger clamp in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, compression sling, and ten lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to service.